Event description:
During an off-pump coronary artery bypass procedure, an aortic connector was utilized to anastomose a y-graft to the lad and pda and the pda was sutured to the lad. Flow was measured to be 85 mmhg. After second reading, pacemaker electrodes were placed. Eleven hours postoperatively, cardiac massage was performed for 30 minutes and the chest was reopened. At reoperation, thrombus was noted at the aortic connector for 2-3 cm. The connector was removed and retrograde flow was observed. The vein was sutured to the aorta and "good" flow was observed. An intra-aortic balloon pump was placed; however, the pt expired. The connector and a small portion of the vein graft with clot will be returned for analysis. The events leading up to the cardiac massage are unk at this time.